Manufacturer narrative:
The insulin pump was received with an unresponsive button due to a flattened dome (no crease). The unit was also received with minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons was unresponsive and other buttons were not clicking when being pressed. The patient's blood glucose at the time of incident was 283 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.